Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient appeared in clinic where it was determined the patient¿s right ventricular lead had developed a high pacing threshold. Subsequently, the right ventricular lead was capped and replaced on (B)(6) 2018. The patient was stable throughout.